Event description:
The fixator was applied for a left tibial lengthening/bone transport. When the middle section of bone docked with the distal end, the "c/d" mechanism appeared to be stripped. A longer "c/d" mechanism was substituted and the lengthening continues.